Event description:
It was reported that this pacing lead was attempted to be positioned for left bundle branch area pacing (lbbap). Once implanted, no pacing was observed on the pacing system analyzer (psa) and no capture of the myocardium was obtained. The lead was repositioned several times without resolution. The lead was removed from the patient's body and the helix was noted to be deformed. A new lead was provided and was implanted successfully. No adverse patient effects were reported. The attempted lead was discarded and was not able to be retrieved or returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.